Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight of device within specification, crease fold, wear abrasion, and one opening curved on the radius. A microscopic analysis was performed which identified two openings, crease sharp on the radius and stress marks. Based on the device analysis the final assessment is two crease sharp openings on the radius assessed as fold flaw opening.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Device has been explanted.